Manufacturer narrative:
Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
It was reported that a 51 year old male patient was placed on an impella cp for mechanical circulatory support. While on support, the patient developed bleeding at the impella site (left groin) due to a subcutaneous cut. A small retroperitoneal hematoma was seen and hemoglobin (hb) was decreased from 12 to 8. Blood products were ordered, volume was given and the patient was stable. Additionally, an abdominal ultrasound was performed and an acute retroperitoneal hemorrhage was found. The decision was made to explant the pump and close the groin.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.